Event description:
Beckman coulter, inc (bec) contacted customer per bec market survey program. Customer reported to beckman coulter, inc (bec) that the unicel dxc 600i synchron access clinical system generated one false positive erroneous troponin I result. Customer reported that the erroneous result was not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Method, conclusions: customer declined service from bec. Root cause is unknown. (B)(4).